Event description:
Cs25 was applied for esophagusjejunum end-to-end anastomosis. The pc displayed "firing sequence incomplete." Although stapling, donuts of tissue, and ring cutting were observed normal. Dr hand sutured full circle of anastomosis. Firing sound was noticed shorter than normal. After firing, open/close button of remote control was unable to function. Dr. Replaced the remote control and completed the procedure.